Event description:
This is the third of 3 reports (same user facility, same physician, similar products, similar product problem, different patients). The lumbar catheter snapped apart near the distal portion of the catheter. It was believed that shearing forces caused the catheter to snap. The catheter broke into two pieces where it connects to the luer lock adapter. The catheter was secured to the patient by running the length of the catheter up the back of the patient and over the shoulder. No information regarding height or weight of the patient were recorded. The broken catheter was found when the patient was being transported to the intensive care unit (ICU). Additional information was requested and on (B)(6) 2015, the following was received from the customer. Date of the incident, patient age, and gender were not provided at the time. Product lot number was unknown since the box the catheter came in was disposed of after placement. The reason for placement of the hermetic lumbar catheter was due to the need for a spinal drain for a thoracic aortic aneurysm with subclavian bypass. The catheter was secured at the entry site at l4-5 level with sorbaview shield large (centurion) and then with tegaderms through the back up to the shoulder. In addition, the catheter and luer lock adaptor had extra small tegaderm covering for extra protection. It was clarified that the catheter was found to be sheared around 20 minutes after the patient's arrival to the ICU. It was not witnessed when it sheared. The patient was moved from the operating room table to the ICU bed 30 minutes before it was found. The anesthesia team that moved and transported the patient did not notice anything wrong with the catheter. There was no permanent damage to the patient but the patient needed to have a spinal drain placed emergently after with difficulties as cerebrospinal fluid (csf) had freely drained from the shearing and there was low csf left in the patient. There was a moderate amount of csf that leaked all over the bed from the shearing. The pillow and sheets were obviously wet. The catheter was attempted to be replaced in the ICU and after an hour of attempts, the procedure was aborted. The spinal area was reached with very minimal csf drainage back and inability to thread the spinal drain catheter most likely due to lack of csf from uncontrolled drainage after shearing. Patient outcome was reported as the patient had intact motor function to the legs for 2 days and the spinal drain catheter needed to be replaced on post-op day 3 due to loss of motor function in the lower extremities. No further information was provided.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The product was discarded by the customer. An investigation has been initiated based upon the reported formation.